Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, decreased r wave amplitude measurements, and undersensing. Boston scientific technical services (ts) recommended further evaluation. No adverse patient effects were reported. The device remains in service.